Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-implant of the right atrial (ra) lead, the patient experienced chest pain. Diagnostic imaging was performed and revealed a perforation had occurred. The ra lead was explanted. Following the procedure, high impedance was observed on the right ventricular (rv) lead. During another surgery, a new right atrial lead was implanted. The rv lead was explanted and replaced. The patient's condition was stable following the procedure. Related manufacturer reference number: 2017865-2017-32917.